Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic gastrectomy, when the jaws were released from the tissue after activation, a thin metal piece fell. The part fell into the patient's cavity and was retrieved. The procedure was completed by using another device. There was no patient injury.